Event description:
It was reported that the patients stimulation was not high enough to cover the pain area and was only in lower chest and back. It was noted that the leads had migrated. Reprogramming was performed, however, unsuccessful. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. The explanted leads were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700; model: sc-2317-70; serial: (B)(6); batch: 7074207.